Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 08-jul-2019 with the following findings: during investigation, the dates in total daily dose history are in congruent changing from (B)(6)2019 to (B)(6)2023, from (B)(6)2023 to (B)(6)2019, and from (B)(6)2019 to (B)(6)2019. There was no data in black box from these dates due to continued use. A timekeeping accuracy test was performed; the pump was keeping time accurately. Unrelated to the original complaint, the pump powered on to a dim and discolored display. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2019, the reporter contacted animas, alleging a history/settings (time/date issue) issue. The reporter alleged that the pump will change from 12 hour mode to 24 hour mode without user intervention. The reporter also alleged that the time and the date on the pump is changing on it's own without user intervention. The reporter confirmed that the time and date is being maintained properly when the battery is removed from the pump for less than 12 hours, indicating the issue is not related to the time and date resetting to the factory default setting. There is no indication the alleged product issue caused or contributed to an adverse event. This complaint is being reported because a time change during use, without user intervention, may result in the user running the incorrect basal segment leading to over or under delivery.